Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot =device history reviewed 07 may 2020 2 unrelated non-conformances on this lot number final micro and sterility tests passed (B)(4) units released lot expiry date: 31 august 2022.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were reviewed and was noted that on (B)(6) 2020 , the patient underwent a left cemented total knee arthroplasty and a right cemented total knee arthroplasty to address primary osteoarthritis, end-stage, bilateral knees. There were no complications noted. Medical records from 05 aug 2020 note that the patient developed a gi bleed, then developed a dvt and an ivc filter was inserted. Knees have been doing well.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for vascular - deep vein thrombosis; also had a related gi bleed event is serious and is considered severe event is definitely not related to device and there is a remote possibility it is related to procedure. Date of implantation: (B)(6) 2020 (bilateral). Date of event (onset): (B)(6) 2020. (Right and left knees). Treatment: surgical placement of ivc filter implantation, as well as clipping of the gi bleeder (medical consult for diagnosis and treatment).